Event description:
Caller reported a cgm error occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller through a pump reset, after which the cgm error was resolved, and the caller successfully started their sensor session.